Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), headache ("headaches") and tooth disorder ("dental issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache and tooth disorder outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: number of coils protruding into uterine cavity on the left side is: 3. Number of coils protruding into uterine cavity on the right side is: 4. Lot number: 806713 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), headache ("headaches") and tooth disorder ("dental issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache and tooth disorder outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: number of coils protruding into uterine cavity on the left side is: 3. Number of coils protruding into uterine cavity on the right side is: 4. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical records received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches") and tooth disorder ("dental issues"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache and tooth disorder outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain, rash and tooth disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.